Event description:
Medtronic received information regarding a navigation device being used during a sacroiliac and thoracolumbar procedure. It was reported that a cervical procedure was performed on (B)(6) 2025. Prior to the case, the health care professional (hcp) indicated that they would be placing a pedicle screws and elected to use a 3.0 matchstick drill bit with the navigated system. The initial screws were placed without issue. During placement at either c5 or c6 (exact level not confirmed), the navigated drill was used to create a pilot hole, followed by tapping. Upon removal of the tap, noticeable bleeding was observed. The hcp proceeded to quickly insert the screw in the tapped hole, and that appeared to slow the bleeding. The hcp requested that a projection of the screw be saved. The case continued with additional screw placements and projection saved, but no snapshots were saved, only screw projections and screw length projections. Following the procedure, the hcp requested access to the saved projections to review the case and investigate the cause of the inaccuracy that resulted in a screw contacting the vertebral artery. Attempts were made by a manufacturer representative and the hcp to retrieve the projections from the navigation system. The site stated they spoke with medtronic it, but it may have been tech services, and were informed that unless snapshots were saved, prior projection data could not be retrieved. However, they may not have called tech services since no case was found to have been generated in the past regarding this issue. The hcp expressed frustration with the inability to access the data and dissatisfaction with the support received, feeling that they were passed between multiple contacts without resolution. There was no indication that the surgery was aborted. The hcp had not used the navigation system at this site since the incident. It was reported that the patient was doing well. The details provided did not indicate that the hcp confirmed accuracy after the bleeding event before proceeding with the case.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9 735740, version #: 2.1.0. H3, h6) no parts have been received by the manufacturer for evaluation. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3, h6; software was returned for analysis. The logs were reviewed two sessions were identified on the incident date. User performed a spinefusion procedure in the first session the incident date. The user moved from imageacquisition to the navigation task, remained in active navigation for most of the session, and later returned to imageacquisition to capture additional images in first session. The user did not choose navigation in second session just acquired images. The archive contained two imaging system image sets, each consisting of 192 slices with 0.83 mm slice spacing and thickness. The first imaging scan shows three screw implants, along with ten cylinders under projection with entry and end points. The second imaging scan contained only one cylinder under projection with entry and end points. There was insufficient information to determine root cause of reported behavior. Software logs and archives were not helpful in diagnosing auto-registration accuracy issues. Frame movement after registration is a common cause of accuracy issues but cannot be detected in logfiles or archives. Codes b01, c19, and d14 are applicable to this analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received. It was reported that there was a 5 minute surgical delay.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received. It was reported that the surgeon confirmed the accuracy of the navigation after the bleeding event prior to resuming surgery. It was also noted that directly after the screw was placed the surgeon verified the accuracy of navigation. He was satisfied with all screws placed prior to and after the bleeding event. Other additional information received revealed that the issue occured after the surgeon tapped a pedicle screw at c5. The surgeon drilled the pilot hole and a projection was saved. Then the surgeon tapped the hole and a projection for screw length and diameter was saved. When he removed the tap, there was noticeable bleeding and he rushed the scrub tech to give him the correct screw to place. It seemed the bleeding was resolved after he placed the screw. After the issue occurred, the surgeon continued with the case with no other issues. He reverified that navigation was correct by placing the navigated pointer (turkey foot) on the spinous process at c3 to confirm it was working properly before continuing to the next screws.